Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil removed from the corneal region in 2 separate pieces on the left side'), embedded device ('essure coil could be seen poking into the tube, midway through the course of the tube itself'), pelvic pain ('physical pain/pelvic/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. Previously administered products included for an unreported indication: prenatal vitamins (B)(6) 2011. Concurrent conditions included umbilical hernia, coughing and pharyngitis. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems vaginal . Infect"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, depression, vaginal haemorrhage, anxiety and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, vaginal infection, back pain, abdominal pain, bladder disorder, urinary tract disorder and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain , bleeding, bladder/urinary prob 1 trailing coil from both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results of confirm. Test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil removed from the corneal region in 2 separate pieces on the left side'), embedded device ('essure coil could be seen poking into the tube, midway through the course of the tube itself'), pelvic pain ('physical pain/pelvic/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6)2011 to (B)(6) 2011. Concurrent conditions included umbilical hernia, coughing and pharyngitis. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems -vaginal . Infect"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy and essure removed). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, embedded device, depression, vaginal haemorrhage, anxiety and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, vaginal infection, back pain, abdominal pain, bladder disorder, urinary tract disorder and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain , bleeding, bladder/urinary prob 1 trailing coil from both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results of confirm. Test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received : events- "essure coil could be seen poking into the tube, midway through the course of the tube itself, essure coil removed from the corneal region in 2 separate pieces on the left side" , reporter added, rcc updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2011. Concurrent conditions included umbilical hernia, coughing and pharyngitis. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems -vaginal . Infect"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, back pain, abdominal pain, bladder disorder, urinary tract disorder and menorrhagia had resolved and the depression, vaginal haemorrhage, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain , bleeding, bladder/urinary prob diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results of confirm. Test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received. Outcome of event : physical pain/pelvic/chronic, gen. Abnorm. Bleed , bladder/urinary problems -vaginal . Infect , back pain ,abdominal pain , bladder/urinary problems , bladder/urinary problems, abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia) updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included umbilical hernia, coughing and pharyngitis. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems -vaginal . Infect"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal infection, back pain, abdominal pain, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results of confirm. Test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received. Case becomes an incident. Removal date was added. New events added: abnormal bleeding (vaginal), menorrhagia, mental anguish, dyspareunia,. Previously added event psych injury was updated to depression. Outcome of the event pelvic pain was updated to recovering/resolving. Concomitant drugs, concomitant conditions and reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.